Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00048. User facility reported unsuccessful cavity integrity assessment (cia) tests with two disposable devices during an attempted novasure endometrial ablation. The procedure was abandoned when a perforation was visualized. During follow-up with the physician on (B) (6) 2010, he reported a laparoscopic tubing ligation was done following the attempted ablation and this is when he saw the perforation. No treatment was needed for the perforation and the patient was discharged home. Additionally, he reported the patient is currently doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a plastic sound (suresound) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).